Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was alval/soft tissue reaction. This reason is in addition to the previously reported conditions of pain and stiffness.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Customer comments: (B)(4). Revision- remove asr xl and acetabular cup planned for (B)(6) 2011;the patient was reviewed on (B)(6) 2007, where they reported a clunking sensation in the right hip as though the hip is coming out of the socket when they bent over. The hip was reviewed and it partially locked and clunked when rotated with a small amount of pain. The investigator reported that this was probably related to the metal on metal articulation. He also reported a possible relationship to the operative technique recording the cup orientation or capsular tension may be implicated. This issue was followed up at assessments on the (B)(6) 2009 and on the (B)(6) 2010 where the subject was reported to be doing well with no reports of clunking. The subject returned to the hospital on (B)(6) 2011 and reported pain and stiffness in the hip. X-rays were taken which were satisfactory a discussion was held with the subject where it was decided to revise the metal on metal articulation.;patient details; dob (B)(6); dos (B)(6) 2006; dor (B)(6) 2011. Update: added hospital from (B)(4) update spreadsheet dated (B)(4) 2011.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Revision - remove asr xl and patient was revised to address pain and stiffness.